Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cuff check, the resistance of the air injection was strong and air was difficult to be removed. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event was confirmed. A visual inspection was performed, and it was observed the inflation line tubing was collapsed inside the lumen of the tube. An inflation/deflation test was performed and it was observed inflation was difficult and deflation was hard. Corrective actions have been implemented to mitigate this issue. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.